Manufacturer narrative:
An inservice will be completed for the customer on the use of the table and of pt straps.

Event description:
It was noted by the customer that the pt fell from the hana table during the closing of the procedure. They are also noted as stating that "we don't think the table caused any problems, our staff had the right foot in the traction boot and the left leg on the support and to secure the pt, we had tapped the pt to the hana table but our tape did not hold and the pt fell off. When the pt fell, the boot broke after the fall as all of the patient's weight was held by the one boot only for support."